Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions, and the customer successfully reset the pump. The malfunction code did not recur, and it was advised that the customer could continue using the pump, with guidance to call back if any issue reappears.